Manufacturer narrative:
MFR received date: 01nov2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer to replace the 3 station solenoid, run the unit overnight to attempt to duplicate the issue, and to perform a full ((performance verification test) pvt to ensure no remaining issues. After numerous attempts to obtain information on the repair of this device (see communication notes), this complaint is being closed. If further information is obtained, this complaint will be reopened. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported error occlusion: safety valve open alarm (e/c 5000, 7002-power failure, power fail). Customer reports that they removed the top enclosure and swapped the inhalation and exhalation pressure tubes at the 3 station solenoid. During the top enclosure removal when the unit was powered back on the unit logged a 7002 code. It is unknown if the device was in clinical use at the time the reported issue was discovered.